Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronic assembly. We were unable to perform functional testing's including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests due to blank display. The insulin pump had corroded motor home switch, corroded battery tube, cracked reservoir tube lip, cracked case at display window corner and minor scratched lcd window. No foggy display noted.

Event description:
It was reported via phone call that the customer's insulin pump is not working. Customer stated the insulin pump is completely turned off and non-responsive screen looks fogged. The customer stated the insulin pump has not been exposed to moisture. The customer had a blank display that did not return even after troubleshooting. The customer's blood glucose was 200mg/dl. Advised customer the insulin pump will be replaced and revert to back up plan.